Manufacturer narrative:
Troubleshooting of the AED with the customer revealed that the AED pads were expired. The ddu series aeds are designed to be stored with the pads connector already installed, which simplifies the process of deploying and operating the device in an emergency. During the AED's automated self-test, it would have detected that the pads were expired and attempted to alert the user by flashing the red asi light and emitting a chirping sound. This alert would continue until the AED's condition was addressed or the battery pack was completely depleted. The cause of the AED not powering on was linked to improper setup and failure to maintain the battery pack. Given that this AED is well beyond its 10-year design life and considering the reported issue, the customer was advised to remove the AED from service.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. They reported that this did not occur during patient use.